Event description:
It was reported that the pt was implanted with an interstim device on (B)(6) 2011. The pt experienced blood in her urine on (B)(6) 2011 and (B)(6) 2011. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
(B)(4).